Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g broke off in a consumer during injection. The consumer was evaluated by her physician, received x-rays, and a tetanus vaccination. The needle was not visualized on x-ray.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6334818. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.